Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2bm7g, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that three days after their initial replacement in (B)(6) 2020, the patient stated that when they turned the stimulation up they felt a "shocking" in their left labia when they  bent over. The patient went to the physicians office for some programming changes after they felt the shocking sensations. According to the office, they tried all 7 programs and the patient felt the shocking on every program. They did not run a battery life or impedance check. Instead, they took x-rays. The rep asked for these x-rays and were told they would not be made available to the rep. The physician stated that the lead had come almost all the way out of the s3 foramen to where the 0 and 1 electrode were straddling the anterior edge of the foramen. This was when the physician decided to get the patient back into the operating room for a lead revision. The physician stated that the patient did not say that they fell, had any accidents, or anything else that might have caused the lead to dislodge. The patient was brought to the or for a lead revision. We were able to successfully remove the lead that was dislodged and place another on the opposite side of the sacrum without issue. The issue was resolved at the time of the report.